Event description:
Information received by medtronic stated that the customer experienced hyperglycemia with a recorded blood glucose value of over 400 mg/dl. The customer also stated that their inpen was defective. Troubleshooting was not performed, and the device will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.